Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507652 lead implanted: 2002 (B)(6); 694765 lead implanted: 2002 (B)(6); t510-27h tissue valve implanted: 2002 (B)(6). (B)(4).

Event description:
It was reported by the patient that they were going into hospice and have been told that their "battery is low". The patient wishes to have the device turned off as opposed to having the device replaced. In addition, the patient stated that the "device fired the day before yesterday, I can't go through that kind of pain, it is very uncomfortable." The device currently remains in use. No further patient complications have been reported as a result of this event.